Event description:
It was reported patient is experiencing pain in both right and left hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mmed1v; primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# mmm3vk; accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 44520404; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmhd8p; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# mmjwkt. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device remains implanted. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted bilateral trochanteric bursitis; no indication of any prosthesis related pathology, additional follow up notes needed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported patient is experiencing pain in both right and left hip.